Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker triggered a lead safety switch due to out of range pace impedances on the right atrial (ra) lead. After the switch, noise was observed due to unipolar sensing. The impedances only spiked once to values of greater than 3000 ohms. At this time, the products remain in service and the system was reprogrammed. The ra lead is a competitor's product. No adverse patient effects were reported.